Event description:
Report received from the USA stating that the 'end of the electric connection is missing a prong". The device was being used during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).